Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that as the emts were loading a patient into the ambulance, the cot fell off the loading system, and the head end of the stretcher ended up on the bumper with the foot end toward the ground. It was reported that the patient has spinal stenosis and the jarring from this event caused more pain. It was reported that the patient did not go to emergency department. It was reported that an MRI may be performed.

Manufacturer narrative:
The cause for this event may be attributed to the cot not being aligned properly with the power-load arms during loading. The patient alleged increased pain following the event and he may be seeking treatment and an MRI, but that they were not able to confirm whether any treatment had been administered.

Event description:
It was reported that as the emts were loading a patient into the ambulance, the cot fell off the loading system, and the head end of the stretcher ended up on the bumper with the foot end toward the ground. It was reported that the patient has spinal stenosis and the jarring from this event caused more pain. It was reported that the patient did not go to emergency department. It was reported that an MRI may be performed.

Event description:
It was reported that as the emts were loading a patient into the ambulance, the cot fell off the loading system, and the head end of the stretcher ended up on the bumper with the foot end toward the ground. It was reported that the patient has spinal stenosis and the jarring from this event caused more pain. It was reported that the patient did not go to emergency department. It was reported that an MRI may be performed.